Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon catheter allegedly got stuck in the sheath as the health care provider was advancing the balloon. Reportedly, the hcp did not have any issues removing the balloon and sheath together as one unit. While maintaining the same access site with the original guidewire, the hcp used the same balloon and a different sheath to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 9mm x 40mm balloon. The balloon was protruding out the distal end of the introducer sheath. No other anomalies were observed to the device. The introducer sheath was examined under microscopic magnification (10x). The distal tip of the sheath was bunched and flared, which typically indicates retraction issues. The sheath was bunched throughout its length. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issue. The balloon was unable to be retracted from the introducer sheath. An attempt was made to advance the balloon through the introducer sheath. Upon the balloon was able to be advanced through the introducer sheath without issue. The inflation hub was connected to an inflation device and an attempt was made to inflate the balloon with water. The balloon inflated to and rbp (12atm) without issues. The balloon then deflated without issues. The balloon was unable to be retracted through the introducer sheath due to the sheath being bunched. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned within the customer's 6fr introducer sheath. Based upon the condition in which the sample was returned, the investigation is confirmed for retraction issues. The definitive root cause could not be determined based upon available information. It is unknown whether procedural issues or the introducer sheath contributed to the event. Labeling review: the current ultraverse 035 pta catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.